Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 600 instrument leaked wash solution from the cc reagent probes. The leak was not contained to the instrument. The operator wore a lab coat, gloves and protective eyewear while troubleshooting and no exposure was reported. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse assigned the cause to the collar wash valve. The fse replaced the collar wash valve to correct the problem. (B)(4).